Event description:
During this procedure, the valve broke, resulting in the pt losing a lot of blood. The procedure was finished with another balkin sheath. The pt had a stenosis in the sfa.

Manufacturer narrative:
Catalog#: kcfw-5.5-38-40-rb-blkn. The sheath, including the flare, separated from the check-flo assembly. A visual examination of the sheath did not detect material separation and/or elongation. A change was implemented on 06/27/08 for the use of a new tool and equipment for tightening of check-flo and adapter to cap. While this change is intended to reduce the occurrence of the material separating from the proximal fitting, we are aware of the potential possibility. The device returned intact and was taken apart for examination of the flare, which was properly seated in the cap. Prior to removing the cap, the sheath could not be rotated in the fitting. We can further advise that this device is inspected 100% , prior to further processing. We are continuing our monitoring of similar events and have notified the appropriate personnel of this event.